Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, d5, d9: device not available for evaluation, g1: contact office and manufacturer site, g6: report type additional information - g3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient experienced vibration, nerves, shocks, and tightness while treating with bhs device (coil). The patient told the doctor that he felt a minor vibration and heard a humming sound. The doctor told the patient that it was normal. The patient continued to use the device until last sunday. The cast was removed, but before the cast was removed, the patient told the clinic that shooting neuralgia had worsened with the use of the device. The doctor instructed the patient to switch to a smaller coil as the fusion progressed. After the cast was removed, the patient said that increasing meant more frequent and constant. The pain increased. Pain is not on the surface of the skin. Pain level is around 7. The doctor asked the patient to continue using the stimulator. Even when the patient turns off the device, the shooting nerve pain remains. However, as the patient receives treatment, the pain increases and persists. Since the cast was removed, the patient stated that the appliance caused tension during treatment and increased spasms. The patient said that on sunday, without using the device, he began to feel vibrations under his feet when his toes touched the soles of his feet. The patient was then told not to use the device for a few days. Since sunday the patient still feels constant vibrations in the soles of his feet. Last night, the patient lifted his leg and began to feel nerve-wracking pain and a warm, aching sensation. Patients feel increased pain and vibration after removing the plaster cast. The patient does not want to use the device again. Doctors have not yet prescribed anything for pain. The patient is waiting for the doctor's reply to the last email. The patient said he consulted his doctor and was told to stop using the device for a few days to see if his symptoms subsided. The doctor told the patient that if the problem persisted, he should resume continue treatment, but cut the treatment time in half. The patient also said she had pain and coil problems before and after removing the cast from her leg. The patient noted that the sharp, stabbing pains she usually felt during surgery became more frequent and consistent with bhs treatment. The patient goes to the doctor. A zimvie sales representative called our customer's service and stated that the patient had been switched from her bhs device to her orthopak device. The salesperson returns her bhs assembly. No other effects have been reported at this time. No product was returned for evaluation.

Manufacturer narrative:
Zimvie complaint (B)(4) b3: date of event: the event occurred sometime in (B)(6) 2023. D11: medical product: unknown. D11: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced vibration, nerves, shocks, and tightness while treating with bhs device. The patient told the doctor that he felt a minor vibration and heard a humming sound. The doctor told the patient that it was normal. The patient continued to use the device until last sunday. The cast was removed, but before the cast was removed, the patient told the clinic that shooting neuralgia had worsened with the use of the device. The doctor instructed the patient to switch to a smaller coil as the fusion progressed. After the cast was removed, the patient said that increasing meant more frequent and constant. The pain increased. Pain is not on the surface of the skin. Pain level is around 7. The doctor asked the patient to continue using the stimulator. Even when the patient turns off the device, the shooting nerve pain remains. However, as the patient receives treatment, the pain increases and persists. Since the cast was removed, the patient stated that the appliance caused tension during treatment and increased spasms. The patient said that on sunday, without using the device, he began to feel vibrations under his feet when his toes touched the soles of his feet. The patient was then told not to use the device for a few days. Since sunday the patient still feels constant vibrations in the soles of his feet. Last night, the patient lifted his leg and began to feel nerve-wracking pain and a warm, aching sensation. Patients feel increased pain and vibration after removing the plaster cast. The patient does not want to use the device again. Doctors have not yet prescribed anything for pain. The patient is waiting for the doctor's reply to the last email. The patient said he consulted his doctor and was told to stop using the device for a few days to see if his symptoms subsided. The doctor told the patient that if the problem persisted, he should resume continue treatment, but cut the treatment time in half. The patient also said she had pain and coil problems before and after removing the cast from her leg. The patient noted that the sharp, stabbing pains she usually felt during surgery became more frequent and consistent with bhs treatment. The patient goes to the doctor. A zimvie sales representative called our customer's service and stated that the patient had been switched from her bhs device to her orthopak device. The salesperson returns her bhs assembly. No other effects have been reported at this time.